Event description:
On (B)(6) 2025, the user experienced two mild low blood glucose (bg) episodes (lowest 62 mg/dl) while using the ilet. Lows were treated with glucose tabs and skittles, bg rose appropriately. The user was advised not to overtreat lows. No medical assistance or hospitalization was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.